Manufacturer narrative:
Other applicable components are: product ID: 3389-28, lot# unknown, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for dystonia. It was reported that the lead connector was stretched slightly. Impedances were measured and they were less than 2000 ohms with no issue. The cause of the issue was unknown, and there were no particular contributing factors that led to the issue. There were no interventions taken, and the issue was not resolved. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative (rep). It was reported that the lot number of the lead was unknown. The cause of the previously reported event was also unknown. No further complications were reported/anticipated.